Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 6000 e 601 module. The reporter also mentioned they received analyzer alarms that same morning indicating cancelled measurements, but the customer was able to re-start without any alarms. The sample initially resulted in a ferritin value of < 1 ng/ml and this value was reported outside of the laboratory. The result was questioned by the doctor and a repeat of the sample was requested. The sample was repeated and the value was over 2000 ng/ml. The repeat value was believed to be correct and an amended report was issued. The ferritin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced pinch tubing and cleaned the sample probe. The liquid level detection voltage and pressure sensor voltage were adjusted. Air purges and reagent priming were performed. The customer did not have any further issues. The investigation determined the service actions resolve the issue.